Event description:
It was reported that pump displayed an insulin amount that was different than expected, including a fill estimate of 0 units despite recent loading and use of proper filling steps. There was no reported impact to the customer¿s blood glucose level. Customer completed cartridge replacement under guidance from technical support, was educated not to reuse cartridges, agreed to use multiple daily injections as backup therapy, and was sent replacement pump and cartridges with instructions to store and return problematic pump and to set up therapy and continuous glucose monitor on replacement device.